Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor needs to be replaced. The reported issue is currently under investigation.